Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On 12/8/2020, it was reported to mentor that the replacement device was mentor memorygel breast implant 425cc, the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The left side implant was deflated. On (B)(6) 2021 , mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the siltex round high profile 350cc breast implant. Leak testing was performed, according to mentor procedure, and it revealed a tear within an area of siltex cracking on the posterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure of unknown type with a mentor siltex round moderate profile 350cc and experienced deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.